Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since the lead wires were implanted the whole right side of their head is "numbish like" and sometimes the patient will feel electrical impulses. It was stated that it was real bad for a while, then went away, and will come back slightly around the right ear but go away. No further complications are anticipated. Follow up information received from the patient on mar-09 reported that they have notified their healthcare professional (hcp) regarding the issue, with no steps taken for resolution. It was stated that the hcp cut through nerves in the patient's head when the put in the lead wires, causing the issue, and that the numb feeling will be with them for life. The electrical impulse feeling also comes and goes. The patient's indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2017-06060.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.